Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise issue could not be conclusively determined. (B)(4).

Event description:
Upon interrogation, ventricular noise was noted while the patient was taking deep breaths. The right ventricle lead parameters were stable and in range, no noise on egms were recorded. An x-ray was performed which did not reveal any lead damage. The device was reprogrammed to prolong ventricular fibrillation detection and the issue resolved with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5.

Event description:
Another in-clinic follow-up was performed and the same right ventricular (rv) noise appeared during provocative testing. The electrical rv lead parameters were stable and in range, no noise on the electrocardiogram was recorded. The device was reprogrammed and the issue resolved with no adverse consequences for the patient.